Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter kit was used during a left ureteroscopy for ureteral stones procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the catheter detached inside the patient. The detached fragment was unsuccessfully retrieved due to the middle hematic and the ureteral stricture tract. A double j 7-28 stent was implanted to allow the stenosis to heal. The procedure was completed using the same balloon catheter. On (B)(6) 2014, a left ureteroscopy procedure was performed to retrieve the detached tip which was successfully retrieved using a non-disposable forceps. There was no reported post-operative patient complication.

Manufacturer narrative:
A visual examination of the balloon identified that a complete balloon circumferential tear had occurred in the balloon material; the tip of the device was fully intact. The tear was located distal to the proximal edge of the proximal balloon sleeve. The section of balloon material showed a v-shaped tear at one end of the balloon section and the wire at the proximal edge of the flexi tip was kinked. Based on all gathered information, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. There was no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter kit was used during a left ureteroscopy for ureteral stones procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the catheter detached inside the patient. The detached fragment was unsuccessfully retrieved due to the middle hematic and the ureteral stricture tract. A double j 7-28 stent was implanted to allow the stenosis to heal. The procedure was completed using the same balloon catheter. On (B)(6) 2014, a left ureteroscopy procedure was performed to retrieve the detached tip which was successfully retrieved using a non-disposable forceps. There was no reported post-operative patient complication.